Event description:
The customer reported a flashing red x and unit keeps chirping and the battery led light will not light up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.